Event description:
The customer called in to report that he was having trouble with his sensors. He said that when he pulled the serter up from his body the sensor was removed. He noted that the cannula was missing from the sensor once the serter was moved. The customer was also receiving a lost sensor alarm. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.